Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip. There is blood present in the guidewire lumen and on the balloon folds. The balloon was loosely folded prior to inflation testing. The reported information indicates the device was inflated to 8 atmospheres; therefore, there is no indication the device was inflated over rbp. The balloon was inflated to 12atm and could hold pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 63mx2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2mmx12mm maverick balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 63mx2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 2mmx12mm maverick balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.